Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully in may 2009 and performed to specification up to 19th july 2015. Temperatures were recorded below the recommended minimum temperature during this time. Multiple manual power ups of ten minutes duration were recorded on the final history log entry date prior to receipt at heartsine between the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section h8 of this report.